Manufacturer narrative:
(B)(4). Section d4: complete device identification information has been requested but not provided by the healthcare facility. The subject rt265 infant dual-heated evaqua2 breathing circuit has been requested to be returned to fisher & paykel (f&p) healthcare in new zealand for evaluation. We will provide a follow up report upon completion of our investigation.

Event description:
Fisher & paykel healthcare (fph) was notified by FDA form 3500a that a healthcare facility in (B)(6) reported that in (B)(6) 2024, the inspiratory and expiratory limbs of an rt265 infant dual heated evaqua2 breathing circuit were switched and incorrectly connected to the ventilator following a routine circuit change. Due to the incorrect connection of the circuit limbs to the ventilator, the delivered gas was not humidified, however ventilation and oxygenation remained intact. The healthcare facility reported that the patient had a code event and passed the following morning. The healthcare facility reported that the device was functioning properly and did not directly cause patient harm. It was reported that prior to the code event, the complex patient was agitated, tachycardic, and had a low ejection fraction. The healthcare facility reported that the set up of the circuit to the ventilator was checked following the circuit change, however the issue with the incorrect connection of the circuit was not identified until after the code event.

Event description:
Fisher & paykel healthcare (fph) was notified by FDA form 3500a that a healthcare facility in california reported that in (B)(6) 2024, the inspiratory and expiratory limbs of an rt265 infant dual heated evaqua2 breathing circuit were switched and incorrectly connected to the ventilator following a routine circuit change. Due to the incorrect connection of the circuit limbs to the ventilator, the delivered gas was not humidified, however ventilation and oxygenation remained intact. The healthcare facility reported that the patient had a code event and passed the following morning. The healthcare facility reported that the device was functioning properly and did not directly cause patient harm. It was reported that prior to the code event, the complex patient was agitated, tachycardic, and had a low ejection fraction. The healthcare facility reported that the set up of the circuit to the ventilator was checked following the circuit change, however the issue with the incorrect connection of the circuit was not identified until after the code event.

Manufacturer narrative:
(B)(4). Section d4: complete device identification information has been requested but not provided by the healthcare facility. Section h11: method: fisher & paykel (f&p) healthcare requested the return of the subject rt265 infant dual-heated evaqua2 breathing circuit, as well as additional information and photographs. However, no response to f&p healthcare's requests was received. Therefore, our investigation is based on the information initially provided and our knowledge of the product. Results: no further information was provided by the healthcare facility regarding the reported event. From the information that was initially provided, there was no indication of a fault or malfunction with the subject device. The healthcare facility reported that the circuit was not correctly set up by the user, and stated that the incorrect set up 'did not directly cause patient harm.' Conclusion: based on the information provided by the healthcare facility, the reported misconnection was due to user error. With the reported misconnection, the patient would continue to receive gas flow, however no humidity would be provided. The user instructions that accompany the rt265 infant dual-heated evaqua2 breathing circuit show in pictorial format the correct set-up of the circuit, and also state the following: ensure appropriate ventilator or flow source alarms are set before connecting breathing set to patient. Appropriate patient monitoring (e.g. Oxygen saturation) must be used at all times. Failure to monitor the patient (e.g. In the event of an interruption to gas flow) may result in serious harm, or death. Refer to the mr850 respiratory humidifier instructions for use for additional safety information, clinical claims, and instructions for set up and use.